Event description:
Surgeon was unable to seat tibial insert. Added 15-20 minutes to surgery time. Alternate insert was used with no further incident.

Manufacturer narrative:
Returned device currently undergoing engineering evaluation.